Event description:
Surgeon was performing a bilateral total hip arthroplasty. As he was placing the ceramic femoral head on the left hip, the liner fractured. All pieces of the liner were removed. No patient harm.